Event description:
Philips received a complaint from the customer reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the battery wont charge. The customer will be replacing the battery themselves. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.